Manufacturer narrative:
The reported malfunction was observed during review of the activity log. However, the reported problem could not be observed at zoll. The device was put through extensive testing without duplicating the malfunction. The digital board and ac charger were replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device did not power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.